Event description:
Patient revised for pain.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-23370. This report, 1818910-2011-18741, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-23370. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint:patient revised for pain. Update: 7/29/13 - litigation alleges that the patient suffers from pain, discomfort, inflammation, grinding and popping and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d 11/5/2013 ¿ pfs and medical records received. Part/lot was provided. Revision operative notes indicated metallosis. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Doi (B)(6) 2007 - dor (B)(6) 2011 (left hip). The complaint was updated on: 12/3/13. Doi (B)(6) 2007 - dor (B)(6) 2011 (left hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2180055. A search of the complaint database search finds one additional reported incident against lot code 2278504 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient revised for pain. Update: (B)(6) 2013 - litigation alleges that the patient suffers from pain, discomfort, inflammation, grinding and popping and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d (B)(6) 2013 ¿ pfs and medical records received. Part/lot was provided. Revision operative notes indicated metallosis. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.